Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if the ipg was depleted prematurely. Surgical intervention was undertaken to replace the ipg. Effective therapy was restored postoperatively.